Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the spacer block fractured when the alignment rod was used through the slot. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical inspection. The returned guide was identified to have nicks and gouges from repeated use and was fractured near the handle. The device history records were reviewed and no discrepancies were identified. This device had an approximate field age of over 20 years, and has been used in an unknown number of surgeries. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. The root cause is attributed to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.